Manufacturer narrative:
The user facility reported lot numbers 20221013, 20221014, 20220927, and 20221012. The user facility did not disclose which specific lot numbers were involved with the reported event. Crosstex spsmedical has requested clarification from the customer to determine which lots were involved with the reported event. The device history record of the reported lots were reviewed, and no abnormalities were noted. There have been no other complaints associated with the reported lots. Crosstex spsmedical has requested that the ultra fogfree earloop masks be returned for evaluation. The ultra fogfree earloop mask is latex free. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that staff members experienced skin irritation while wearing ultra fogfree earloop masks. The user facility did not disclose if medical treatment was sought or administered.

Manufacturer narrative:
Through follow-up with user facility personnel, it was disclosed that employees experienced skin irritation with lots 20221013, 20221014, 20220927, and 20221012. The user facility returned samples from each lot for evaluation. The evaluation determined that some of the masks had a few rigid surfaces. Crosstex spsmedical will continue to monitor for similar events. No additional issues have been reported.